Event description:
Procedure: colectomy. Reportedly, the surgeon applied the device and the generator made the tones. It was then noticed that the tissue "fusion" was not done. A comparable device was applied and the operation was completed without incident or any adverse affects to the patient.